Event description:
It was reported that the programmer is difficult to open, hinges stick. On further inspection, insulation on header cable and powercord is compromised. Follow up indicates the programmer could power up but the rf (radio frequency) header did not function normally. The programmer and rf programmer head were returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the radiofrequency (rf) head insulation was ruptured and the cable was twisted, the device was electrically functional. (B)(4).